Event description:
It was reported that the customer experienced ongoing, intermittent low blood glucose (bg) levels, lowest level reported was 40 mg/dl. Low bg cause was not known. Customer declined to troubleshoot with tandem technical support, therefore no additional information could be obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.